Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient. Doi and initial setting were unk. As the shunt was suspected defective, a contrast examination was performed. At first, the injection could not be pushed and it was suspected the total occlusion. However, after a while, the contrast flowed to proximal side. The physician pressed at the proximal side of the catheter as possible and tried to flow to distal side but the contrast flowed to proximal site. The contrast did not flow from distal end at all. It was confirmed that the contrast did not flow to the valve but flowed till the way between the dome and the valve. Therefore the revision was performed. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 140 mmh2o. The valve was visually inspected: needle holes were noted in the needle chamber. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. Leaked from the needle holes over the needle guard. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve failed the test. The siphon guard was tested and it passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, and on the base plate. Review of the history device records for the valve, product code ns9008 with lot cthcnj, showed an nr report when released to stock on the 11th september 2015. The nr report issue had no link to this complaint. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.